Event description:
It was reported that the customer may have given himself too much insulin. Customer reported that there was an emergency room visit for high and low blood glucose levels. Customer's blood glucose ranged from 40-600 mg/dl. Significant event leading to emergency room visit: customer was disoriented. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.